Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient stated the lead not working may have been due to age or wear and tear, but they didn't know. The lead was replaced. No further complications were reported.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Additional review indicated information from manufacturer reports # 3004209178-2020-07097 and 3004209178-2020-02457 pertained to this event. Any additional information received will be submitted as a supplemental filing to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding the patient on 2019-oct-25. It was reported that the impedances were tested intra-op during a battery replacement and there was a high impedance reading on the 8-15 electrodes and reading of greater than 40,000 ohms on electrode #1 after the impedance check. The extensions were replaced, and the readings were the same. They were unable to test the impedances before surgery with the previous implantable neurostimulator since it was already at end of service. Stimulation was tested intraoperatively, and the patient reported feeling stimulation bilaterally in the low back. The stimulation was turned off until the post-op visit. Additional information was received from a consumer regarding the patient on 2020-jan-17. It was reported that the leads are not correct. The left side leads had not been working since implant, but the right side is. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that the paddle lead was replaced on (B)(6) 2020 because of the high impedances which were impacting therapy delivery. Impedances were tested intraoperatively and after the replacement and the impedances were perfect. The replacement went flawless. The patient and health care professional are happy with the outcome. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was explanted and discarded by the hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 01-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the ins was over discharged and there were high lead impedance. Cause of od was due to patient compliance. However, cause of high impedance was unknown. Intraop impedance test of leads and extensions and replaced extensions. Rep reported they changed extensions and new battery. Patient had high impedance reading in 8-15 electrodes and a reading of >40 ohms in #1 electrode after impedance check. Extensions were replaced and readings were the same. Patient had her battery replaced to a 97715 after 97714 was reportedly in over discharge multiple times and she was not able to charge it. The rep reported they were not able to do an impedance check with 97714. Rep only learned of this patient at time of surgery. Stim was tested intraoperatively and patient reported feeling stim bilaterally in low back. Stim was turned off until post op visit. Issue resolved. No further complications were reported/anticipated.